Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed that the device passed electrical testing and failed the returned instrument test and evaluation (rite) functional test due to drain 1 volumetric out of limits, unrelated to the reported event. The external and internal visual inspection performed revealed no problems. The temperature verification was performed and passed. A simulated patient therapy was performed and device successfully completed. The device pneumatic system functioned normally with no leaking. The device was analyzed and no failure or malfunction was identified that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was reported as cardiac related but this was not confirmed. It was unknown if pd therapy was ongoing until the time of death. The pt was not hospitalized prior to death. It was not reported if an autopsy was performed. Additional information was requested but was not available.